Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th october, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge technician, the faulty handle (ard367527555) was replaced by the customer¿s technical department. The repair and its correctness were confirmed by the getinge technician. It was established that when the event occurred, the surgical light did not meet its specification due to the handle detachment, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is moderate. Subject matter experts performed a root cause analysis and it was concluded that in the summary, the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the report re17-013 the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report re 19-010 mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.